Manufacturer narrative:
The returned platinum plus guide wire revealed that the outer coil was stretched and the core wire was exposed. The guide wire contained a wavy tip and the coil was elongated at 2.5cm from the tip, exposing the non-fractured core wire. Additionally, the guide wire was missing coating and was scratched at some locations, including a deep straight scratch along nearly the entire coated length of the guide wire. The wire was found to be within the outer diameter specifications. A review of the mfg record for this batch number shows that the device met its material, assembly, and product specifications at the time of its release to distribution. It is also noted that no similar complaints have been received to date for this batch number. The most probable root cause can attributed to handling damage.

Event description:
Event determined to be reportable based on analysis completed on 08/30/2007. It was reported that during an unspecified procedure, the tip of the guide wire stretched. The lesion was located in the moderately calcified and mildly tortuous mesenteric artery. The percent of the stenosis is unk. The status of the patient is unk; however, no patient injuries or complications were reported. Analysis revealed that the guide wire was missing coating.